Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment threads were stripped, battery cap could not be secured to the pump, and that the pump was not functioning. It was reported that the patient's blood glucose was 400 mg/dl without hyperglycemic symptoms. This blood glucose excursion does not meet the criteria for a reportable adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.